Event description:
Info from a web site stated, "I had the mini arc surgery with a vaginal hysterectomy on (B)(6) 2008. Now, just over 2 years later, my incontinence is back and worse than before. Now I leak big time, but seems like I'm not even aware of it when it happens. Before I would pee myself some if I had the urge to go, now I discover it after the fact as it seems I have no sensation at the time it happens. Has anyone else had their mini arc surgery not "hold"?"